Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic lobectomy procedure, the device could not be fired. A new reload was used to complete the case. There was no patient injury.